Event description:
Medtronic received a report that 4 pipelines would not open during deployment. There were multiple times the distal end would not be open. Then the operator was able to get the distal end open but the middle and proximal segments were ribboned and not open. Eventually the physician aborted the procedure and no device was implanted. The pipelines were positioned in a bend in the proximal, middle and distal sections. More than 50% of the 4 pipelines had been deployed when they failed to open. The pipelines were resheathed more than 2 times. No additional steps or other devices were required to open the pipelines. The devices were resheathed and removed from the patient with the microcatheter. The pipelines were used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a saccular, unruptured left cavernous aneurysm with a max diameter of 3mm and a 2mm neck diameter. Landing zone: distal: 3.7mm and proximal: 4.5mm. It was noted the patient's vessel tortuosity was severe. Dapt (dual antiplatelet treatment) was administered with the pru level at 130. Nothing was implanted so there was no angiographic result post procedure. Ancillary devices include a rist 079 95cm sheath, navien 115cm 058 guide catheter, phenom 27 150cm microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the cause of the event and it was deemed that the cavernous and ophthalmic segments of the internal carotid artery (ica) were too tortuous to deploy a pipeline device. The device did not have the ability to own around the bends despite significant manipulation. The information is confirmed by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.